Event description:
It was reported that in a pre-op interview the patient mentioned the atrial lead was not working but had no details. Review of chest x-ray demonstrated atrial lead was resting in the right ventricle. During the generator change, the atrial lead had been capped/abandoned previously and the device had an atrial port plug in it. There were no patient consequences.